Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that during infusion, a communication error displayed. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Event description:
The reported feedback suggests that during infusion a communication error displayed. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that during infusion a communication error displayed.

Manufacturer narrative:
This investigation has confirmed the reported issue via the pcu event log however the failure mode could not be reproduced during the performed testing with correct operation of the pcu and the pump module observed. Physical inspection on received units: the lvp module exhibited a crack on the door hinge which might affect the pressure of the pump. Also, there were signs of corrosion on both iui (inter-unit-interface) connectors of the lvp module, however it was more obvious on the right-hand side iui connector. There were two huge cracks on the pcu unit, one on top of the rear case and the second on the left hand side. The left hand side corners of the pcu unit were cracked. The rj45 connector is missing in the rear case of the pcu. Pcu¿s key number ¿7¿ and ¿clear¿ could hardly be pressed. The root cause has been attributed to an iui connection failure due to the corrosion that was identified on the iui connectors of the pcu and lvp module.